Event description:
Per received report: while an attempt was made to reposition the coil, it was noticed that it appeared stretched. The coil was slowly retrieved from the coil mass and prevented any adverse pt outcome. No pt injury reported as a result.

Manufacturer narrative:
Upon product's receipt, visual eval was conducted. Visual inspection revealed that the unidentified microcatheter was not returned. The microcoil system was cleaned before return. The coil was returned unsheathed and unprotected. The coil was entangled and knotted. The coil was untangled. Located off the proximal end at 50.0 cm, 50.5 cm, 55.0 cm and 6.0 cm are severe kinks on the wire. No stretching or other damage was found to the coil. The coil was returned undamaged with no stretching of the primary winding. Therefore, the root cause of this coil appearing to stretch during repositioning cannot be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.